Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath could not be advanced across the atrial septum. Forcing progression was deemed unsafe. Since faradrive could not cross, the device was switched to a non-boston scientific device, and the procedure was completed. No patient complications were reported. The product return is expected. It was further reported that no tissue was damaged and no patient complications occurred.

Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed the report of failure to cross. The investigation has revealed that the tip of the sheath was damaged. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. The faradrive sheath was returned with its dilator still inserted. The sheath have successfully engagement of the deflection mechanism, achieving and maintaining the intended curvature. The dilator was inserted into the sheath with no resistance observed. Microscopic inspection of the sheath showed the tip to be bulbous, and the tapered edge of the sheath exhibited increased thickness of the black silicone material. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive sheath risk documentation was completed and confirmed that the event of failure to cross was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency for the allegation of difficult to cross septum as the observed damage at the distal tip contributed to the difficulty in inserting the sheath during the procedure.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath could not be advanced across the atrial septum. Forcing progression was deemed unsafe. Since faradrive could not cross, the device was switched to a non-boston scientific device, and the procedure was completed. No patient complications were reported. The product return is expected. It was further reported that no tissue was damaged and no patient complications occurred.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product problem.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath could not be advanced across the atrial septum. Forcing progression was deemed unsafe. Since faradrive could not cross, the device was switched to a non-boston scientific device, and the procedure was completed. No patient complications were reported. The product return is expected.